Event description:
A nurse reported that during a vitreo-retinal procedure, a system message displayed stating that the laser functions would be disabled due to the laser controller shutter being open between firing. In order to complete the procedure, another laser was utilized. There was no pt harm reported.

Manufacturer narrative:
The company representative examined the system and replaced the laser core module. The system was then tested and met product specifications. The replaced laser core module was returned for in-house evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).